Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "a prospective evaluation of a protocol for magnetic resonance imaging of patients with implanted cardiac devices." Annals of internal medicine. October 4 2011;155(7):415-424.

Event description:
A journal article was reviewed that contained information regarding this device. While the patient was undergoing a magnetic resonance imaging (MRI) cervical spine examination; the device experienced a power-on-reset and had "occasional pacing inhibition associated with programming reversion to the inhibited pacing mode." The patient was not pacemaker-dependent and the MRI procedure was continued. The device remains in use. There was no device dysfunction during long-term follow up visits. No patient complications have been reported as a result of this event.